Event description:
Upon removal of old peripherally inserted central catheter (PICC) dressing to apply new one, sloughing of the skin was observed at the site of the biopatch. Area cleansed and new dressing applied without biopatch.: PICC line redressed due to uncertainty of what caused the sloughing. Area cleansed with betadine and alcohol, silvasorb gel placed at insertion site instead of biopatch by nurse.device #1is this a laboratory device or laboratory test?no.